Event description:
The manufacturer's representative reported the pt has experienced three episodes of withdrawal symptoms and extreme pain at or near his scheduled refill date. The pt has reportedly become very violent during these withdrawal episodes. Otherwise, the pt had no complaints about his pain during the "non-withdrawal" episodes. The hcp felt as if the pump was delivering the drug too fast. Although, no pump volume discrepancies were detected. The drugs contained in the pt's pump were clonidine and morphine. The hcp is considering troubleshooting options. Add'l info has been requested, but was not available at the time of this report.